Manufacturer narrative:
This product has been returned for evaluation and testing; however, the failure analysis report is not yet completed. Add'l info will be sent within 30 days upon receipt.

Event description:
Report received indicated that coating of the guidewire was found peeled off after use. The indicated procedure was a percutaneous transluminal angioplasty (pta) to the left superficial femoral artery (sfa). There was heavy calcification, no vessel tortuosity and 99% stenosis. No anomalies were noted during the product inspection and/or preparation. The lesion was crossed with the guidewire and predilated with a balloon catheter. The balloon catheter was removed and a stent delivery system (sds) was then placed over the guidewire. However, there was friction while delivering the sds towards the lesion. As a result, the guidewire was exchanged for another and subsequently the stent was placed successfully. The initial guidewire was inspected after it was withdrawn from the pt and the coating of the guidewire was inspected after it was withdrawn from the pt and the coating of the guidewire was found peeled off. In addition, there were no reported issues with the sds and no adverse consequence to the pt was encounter.